Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shut down unexpectedly. They switched it off/on and it started back up and pumped. The pump was swapped out for service. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) tested the pump, moving wires, cables, and connectors but could not get it to shut down. Removed the compressor and found that the wires running into the compressor showed signs of a possible arc. The fse replaced the harnesses involved, along with the grommet (0348-01-0012) that insulates that port into the compressor (0119-00-0149). Completed a full system test / pm protocol, all tests passed to factory specifications.

Event description:
N/a.